Event description:
It was reported that the urethral catheters were dried up, no pre lube inside.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect handling of units (go to the next operation without lubrication)¿. A device history record review could not be performed without a lot number. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.